Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had history of driveline infection covered under previous MFR #s 2916596-2020-03110 and 2916596-2020-04096. Details of the patient's readmission on 08feb2021 are reported under MFR # 2916596-2021-01756. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the clinic with drainage noted at the driveline exit site. The drainage was cultured and came back positive for escherichia coli (e. Coli) . Blood cultures came back negative. The patient was admitted on (B)(6) 2021, and was treated with intravenous (IV) antibiotics. They were discharged home on (B)(6) 2021 and continued to be treated at home with IV antibiotics until they were readmitted on (B)(6) 2021. The patient had chronic driveline infections that continued to be managed in an ongoing fashion on outpatient basis.